Event description:
It was reported that during a stent procedure involving the proximal right coronary artery, with mild tortuosity and calcification, a stent was successfully implanted. However, it was felt that the distal portion needed to be stented. The pixel was advanced beyond the stent placed proximal (contrary to IFU), however, resistance was encountered and it would not cross further. Upon removal of the pixel, resistance was again encountered and when the device was removed from the pt, there was no stent on the stent delivery system (sds). The phsyician tried to locate the stent by taking pictures, but it was not seen and there was no apparent occlusion. At this time, it is not known where the stent is and there was no pt effect reported.